Manufacturer narrative:
Analysis of programming history.

Event description:
MFR review of a vns pt's programming history identified that an interrupted systems diagnostics test occurred on (B)(6) 2005, which caused the vns setting to change to unintended settings. The vns settings were corrected the next day, on (B)(6) 2005.